Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00113: nail.

Event description:
A polarus 3 nail and screws were implanted in the patient in (B)(6) 2017. Sometime post operatively, the fracture became a non union and the nail broke. In (B)(6) 2018, the nail and screws were removed and replaced with a plate and screws.